Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "dr (B)(6) used the xia 3 torque wrench to final tighten the first blocker in the construct. When he turned the handle of the torque wrench, the hex tip of the torque wrench sheared off. The sales rep was able to get a torque wrench from another set in the hospital."